Manufacturer narrative:
Pt info: unk, not provided. Reporter email is unknown as it was not provided. The patient interface was used; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the pi during the laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed.